Manufacturer narrative:
Data from the customer's cobas liat analyzer (s/n (B)(4)) was reviewed and identified that there was a disturbance detected at run 555. The baseline shift was only observed for runs # 555 and 556. The customer's liat analyzer was not required to be returned in this case. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190. (B)(4).

Event description:
The customer alleged discrepant results generated from a cobas liat system (s/n (B)(4)). A customer from the united states alleged that they received potential false positive results using the cobas® sars-cov-2/influenza a/b assay generated on the cobas liat system (s/n (B)(4)). The customer reported that on (b)(5) 2021 that they received false positive sars-cov-2, influenza a negative & influenza b negative results for two patient samples analyzed on the cobas liat system (s/n (B)(4)). The same sample for the first patient was retested for sars-cov-2 only, the same day on a different platform the thermo fisher quantstudio 5 analyzer that generated a sars-cov-2 negative result. On (B)(6) 2021 the same sample for the second patient was retested on a different lait analyzer the cobas liat system (s/n (B)(4)) that generated invalid results, the (B)(6) 2021 sars-cov-2, influenza a negative & influenza b negative results were confirmed. Patients¿ samples were collected using remel (transport medium ¿ viral), m4rt tube, 3 ml the customer confirmed there was no allegation of harm to the patients. The results were reported out to the patient and/or personnel treating the patient. Two (2) mdrs will be filed one for each sample as per FDA guidance.

Event description:
The customer alleged discrepant results generated from a cobas liat system (s/n (B)(4)). A customer from the united states alleged that they received potential false positive results using the cobas® sars-cov-2/influenza a/b assay generated on the cobas liat system (s/n (B)(4)). The customer reported that on (B)(6) 2021 that they received false positive sars-cov-2, influenza a negative & influenza b negative results for two patient samples analyzed on the cobas liat system (s/n (B)(4)). The same sample for each patient was retested for sars-cov-2 only, the same day on a different platform: thermo fisher quantstudio 5 analyzer that generated a sars-cov-2 negative result. On (B)(6) 2021 the same sample for the patient #2 was retested on a different liat analyzer the cobas liat system (s/n (B)(4)) that generated invalid results. Patients¿ samples were collected using remel (transport medium ¿ viral), m4rt tube, 3 ml the customer confirmed there was no allegation of harm to the patients. The results were reported out to the patient and/or personnel treating the patient. Two (2) mdrs filed, one for each sample, as per FDA guidance.

Manufacturer narrative:
Patient# 1: run #562 - confirmed to be a true cov2 positive. Data from the customer's cobas liat analyzer (s/n (B)(4)) was reviewed and identified the following: the sample shows sign of a low titer. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. Additionally, the customer re-tested the sample using another test platform, differences between the cobas liat lod and the competitor test platform lod could also explain the result discrepancies. Patient# 2: run # 564 - confirmed potential cov2 false positive. Data from the customer's cobas liat analyzer (s/n (B)(4)) was reviewed and identified the following: a tube leakages could be identified during run #555, in which this run and following run #556 got invalidated due to the leakage. The leakages caused disturbances in background for all channel until run # 570. The baseline decreased only for run # 555 and 556 alleged run # 564 was confirmed to be potential false positive for covid which was caused by the leakage. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). Corrected to reflect that patient #2 sample was retested on thermo fisher quantstudio 5 analyzer and generated a sars-cov-2 negative result. Added information for each patient. (B)(4).